Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of and the treatment for the peritonitis were not reported. The patient was hospitalized for the event on the same day as the onset. At the time of this report, the patient was recovering from the peritonitis. On an unreported date, physioneal and extraneal therapies were discontinued. No additional information is available.